Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by the affiliate that during an unknown procedure, the packaging was damaged, compromised sterility. There are no photos available. It is unknown how the procedure was completed. There were no adverse consequences for the patient. One device was discarded.